Event description:
This companion 2 driver was not supporting a pt. The customer reported that after passing a system check, the companion 2 driver exhibited a "dual compressor alarm" after running for approximately one minute. The alleged failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.